Event description:
Monitor ECG leads left on pt prior to start of MRI. The pt was burned on the left shoulder and the right side of the chest. After evaluation, the pt did not require further medical treatment.